Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call untwisting to remove the plunger and o-rings came out of the reservoir. The customer also had blood glucose of 500 mg/dl at the time of the call. The customer's blood glucose was 538 mg/dl and treated with insulin pump. The product was not returned for analysis.